Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" (specific bg value was not provided). Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. Reportedly, customer experienced hip pain and trace ketones due to high bg. Customer's primary care physician administered a manual injection of insulin to address high bg. Reportedly, the customer reverted to an alternate form of insulin therapy.